Event description:
Nellcor puritan bennett received a call from a rep of facility on 06/30/1999. Rptr called to report the following problem: all leds on constant single tone alarm with no volume delivered. No pt harm.